Event description:
The patient was revised due to osteolysis, poly wear, and loosening of the tibial tray originally cut in varus.

Manufacturer narrative:
Examination of the returned tibial insert confirms the reported poly wear. The exact root cause of the poly wear and loosening could not be determined, but the report of the tibia being cut in varus was likely a contributing factor. The investigation did not identify a need for corrective action.